Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by a patient that they underwent a laparoscopy on (B)(6) 2011 and topical skin adhesive was used on five incisions. On (B)(6) 2011, a large, red, itchy ring developed around each incision site and grew to the size of the patient and apos's fist. Patient was treated with liquid benadryl and desonide 0.05 percent ointment. The skin adhesive was peeled off. The patient reported that she was getting better and almost healed.